Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified proximal left circumflex artery that was 99% stenosed. Pre-dilatation was done with a 2.0 x 12 mm unspecified balloon dilatation catheter. Then a 2.75 x 38 mm xience alpine stent was implanted when a proximal edge dissection occurred, which was treated with an unspecified xience stent to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.